Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Additionally, it was reported the left supra orbital lead was uncomfortable and the tip of the lead was visible on the patient's forehead. Consequently, the left supra orbital lead was repositioned, during the (B)(6) 2024 surgical procedure, to address the issue. Effective therapy was restored post-op. It is unknown which supraorbital lead was liable.